Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 595mg/dl and moderate to large ketones. A manual injection was administered to address the bg level. Insulin was administered and fluids were consumed to address the ketone level. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage. A follow-up call to ensure the customer's bg level decreased was declined by the contact.